Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was to be replaced due to low battery. The patient complained of a nodule on her neck that was painful. During the replacement surgery, the surgeon revised the patient's lead due to this reported nodule. The lead incision was opened at surgery and two lead tie-downs were identified to be the "nodule" and were removed. The lead was sutured in place (off label). The incision was closed. No other relevant information has been received to date.

Event description:
No malfunctions were alleged/seen by the physician. The pain was a result of superficial placement of the lead tie-down that created discomfort and pain for the patient (presence of the lead). The physician acknowledges that their decision to remove the tie downs is off-label. They stated that the patient wasn't able to tolerate the pain associated with the tie downs. No other relevant information has been received to date.